Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 had multiple failed pockets. A field service engineer replaced both drawer tractors. Drawer 2.2 was deemed unrepairable due to a broken screw in the drawer retractor. The fse swapped the drawer and replaced the main enhanced cubie drawer two. After testing, the med station was tested and confirmed to be fully operational. All cable connections were checked and secured by the fse. The system functioned as intended after the field service engineer repaired the device.